Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Evaluation statement the complaint device is not being returned, therefore is unavailable for a physical evaluation. Furthermore, no lot numbers were supplied which precludes conducting a batch history review or a lot specific search in the complaints handling system. Therefore, we cannot determine what caused the user to experience the reported event, we cannot discern a root cause for the reported failure mode. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. If any updated patient condition or patient changes are obtained, this file will be re-opened and its contents made to reflect the results of the evaluation. This report is being filed from the remetrex complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
Surgeon mentioned that during a hamstring anterior cruciate ligament (acl) reconstruction on (B)(6) 2015, he had a problem with this implant pulling out on the femoral side. The size of the femoral tunnel is unknown. The problem was noticed on follow up x-ray a week or so later. The procedure was completed as normal, with no delay. The following information was received via email from the affiliate on (B)(6) 2015: the surgeon is adopting a watch and wait approach as nothing has migrated after 5 weeks of x-ray and follow-up.